Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported dentist has recommended to cease treatment. Additionally, the patient reported pain level 10, infection, inflammation, blisters, sensitivity, broken, discomfort, not fitting, discolored, compromised implant, jaw discomfort, and tongue thrust.